Manufacturer narrative:
The actual device was returned for evaluation. The device was evaluated and the reported condition that the small battery drive device had intermittent operation was confirmed. An assessment was performed and it was determined that the device was intermittent with batteries. It was further determined that the device failed pretest for check off/oscillation/on switch mode function, and check compatibility between colibri I/small battery drive (sbd) and colibri ii/sbd ii. The assignable root cause was determined to be due to wear from normal use over time. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI ¿ (B)(4).

Event description:
It was reported that the small battery drive device had intermittent operation. It was not reported if the event occurred during a surgical procedure. It was not reported if there was a delay to a planned procedure. It was not reported if there was a spare device available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.